Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that battery was not charging. There was no reported impact to customer's blood glucose. No additional patient or event information available. Customer declined a follow up from tandem technical support.